Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the lead was removed from the package for implant, the helix was coming out. As the helix was able to be retracted and extended, the lead was attempted to implant. After implant, the lead exhibited severe noise which persisted even with testing using different cable and external analyzer. The lead was not used and replaced. Issue of noise was resolved. The patient did not experience any adverse consequences.